Manufacturer narrative:
Device serial number unknown. A follw-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the battery was dead on arrival. There was no patient involvement.

Manufacturer narrative:
The manufacturer¿s sales personnel confirmed the reported battery issue. The battery was returned to the fi laboratory and the customer was credited once the battery was received. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is no relationship of the device to the reported problem. The customer returned battery pack was installed in an fi ventilator. The battery was fully charged when installed and could run the ventilator without any errors occurring. The battery pv test was executed and passed. No failure was found.